Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was difficult to inflate. The spring on the pilot balloon was not seated properly, making it difficult to insert the syringe. This occurred upon opening the package/carton at patient's home. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device sample was received for investigation. The one-way valve had chips and burrs, and the connector did not fit properly against the inner diameter of the one-way valve, creating a gap from which air leaked. Within this investigation we inflated and deflated affected sample by spare syringe several times. We can confirm that no issues were observed during this inflation and deflation. No fault was found. No trend for similar complaints was identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No further action was taken.